Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The device was reprogrammed. Additional episodes of noise being detected were noted. The patient was noted to experience occasional dizziness. On (B)(6) 2018, the patient presented in clinic for lead revision. The lead was capped and replaced. Fluoroscopy showed no evidence of lead damage. During the procedure, the physician had difficulty inserting the new lead into the pacemaker. The lead would not advance past the set screw. The old lead was reinserted and could pass through easily. After several attempts, the physician dislodged the sealing ring from the header. The pacemaker was explanted and replaced and the new lead could be inserted in the new pacemaker. The patient tolerated the procedure well with no complications.